Manufacturer narrative:
Date received by manufacturer: 25sep2019. Date of report: 27sep2019. The customer confirmed the reported display issue. The customer replaced the main board pcba w/ lithium battery to address the reported problem. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a blank display. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported a blank display. There was no patient involvement.